Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called for a follow-up and it was found that she was currently in the emergency room possibly due to diabetic ketoacidosis. No further details were provided.